Event description:
Synergy china registry. It was reported that the subject experienced unstable angina pectoris. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the next day. The target lesion 1 was located in the distal left circumflex artery (lcx) with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50 mm x 20 mm synergy stent system. Following post dilation, residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina pectoris. The subject was hospitalized for further evaluation and treatment. Medication was given to treat the event. At the time of reporting, the outcome of the event was considered to be recovering/resolving. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of event: used the first date of the month of (B)(6) as the provided date was unknown date of (B)(6) 2021.